Event description:
The hcp reported that the pt experienced a loss of therapeutic effect including increased pain and hypertonia for 4-6 weeks. He was receiving prialt and compounded baclofen for lower extremity neuritis and spasms. The medication dosage was increased, with no increased therapeutic effect. During a catheter access procedure (date unk), the hcp reported that it was difficult to aspirate fluid. X-rays were completed (date unk), but did not 'show anything'. In 2007, a dye study showed that the catheter was fractured. On the next day, a computerized tomography showed catheter leakage. There were no local adverse effects noted from the infusing of medications outside the intrathecal space and into surrounding tissue. The hcp planned on replacing the catheter.